Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the surgery with a 5fr sheath, planned to conduct artery closure with 6f angio-seal device. Angiographic confirmed the indications. While pushing the indicator and insertion sheath into the puncture site, the sheath became kinked. They stopped and changed to a new angio-seal with the same size. The following procedure went on well. There was no patient injury, medical/surgical intervention required. Additional information was received on 20april2020: the procedure being performed was a cerebrovascular angiography, femoral angiography. There was no stenosis, plaque, calcium present around the insertion site. The patient was in stable condition. Hemostasis was achieved by the second angio-seal that was used.